Event description:
It was reported that: "after surgeon put on the plate, he went to put the screw on the screwdriver hex, and screw would not stay on."

Manufacturer narrative:
Device not yet returned for eval. Investigation in process but not yet complete.